Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer shut down, replaced power supply as a preventative. Analysis did confirm the customer comment that there was a clicking noise so replaced speakers. It was noted that the power cord bay and keyboard latch was broken. It was further noted that both keyboard slide rail covers and the handle covers were cracked in addition to the system fan being noisy. All found defective parts were replaced and all other identified issues were resolved. Inspected circuit boards and mechanical parts. Reconfigured hard drive, reloaded and updated software. Programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer periodically failed to power up. It was noted that two different non-company power cords were used. In troubleshooting a company power cord was sourced and used which did not resolve the issue. It was further reported that the programmer would on occasion shut off and make a clicking noise and was then unable to turn on. There was no patient involvement.